Event description:
It was reported that upon interrogation of the device, the lead performance trend read "invalid data". The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was revealed. The programmer s2d data for file (B)(4) shows " data is invalid" for data performance trends on (B)(6) 2012.